Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02223.

Manufacturer narrative:
Investigation is underway. Remains implanted.

Event description:
As reported by an edwards lifesciences in the united kingdom, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by left transfemoral approach. The valve was deployed with nominal volume. Moderate pvl was seen on aortogram post-deployment likely due to incomplete expansion of the valve. Therefore, the valve was re crossed with the original commander delivery system to post-dilate the valve with nominal volume + 1ml. At this time, the pacing was lost and the valve embolized into the ascending aorta. The sapien 3 ultra valve was pulled to the descending aorta with the initial delivery system. The delivery system was then removed. A second 26mm sapien 3 ultra valve with a second commander delivery system was prepared. A new guidewire was inserted through the esheath and then the valve and delivery system were inserted. But during advancement it became apparent on fluoro that the guidewire was outside of the first valve (between the stent frame and the wall of the descending aorta). The second valve and delivery system were advanced between the valve and the aortic wall causing the first valve to rotate within the descending aorta and become rotated 90 degrees. The second valve and delivery system were withdrawn below the first valve in the descending aorta. The first valve was further rotated within the aorta, now in the abdominal region with outflow facing towards the heart due to the interaction with the second commander delivery system. The valve was pushed superiorly into the thoracic region using the second delivery system. The second valve and delivery system were withdrawn to the level of the esheath and remained in patient. A 22mm sheath was inserted through the opposite access side and through the first valve. A third 26mm sapien 3 ultra valve with a third commander delivery system was inserted successfully through the lumen of the first valve and implanted in the native aortic valve, inflated with nominal volume +2mls (25mls total). Post deployment aortogram showed good position and no visible aortic regurgitation. The second 26mm sapien 3 ultra valve and un-inflated commander delivery system and were withdrawn from the patient inside the esheath. The valve and delivery system were inspected on benchtop to ensure that all parts were intact and successfully removed. A stent was implanted through the first valve in the descending aorta, this stent embolized from the non-edwards inflation balloon. The stent was then expanded outside of the first valve using smaller balloons. Another, longer, stent was then inserted through the first valve and short stent and was expanded to hold open the leaflets of the valve allowing blood flow through. This was confirmed on fluoroscopy. Closure using manta devices was successful without further incident. Patient outcome was good post-procedure and was discharged from hospital.

Manufacturer narrative:
Paravalvular leak (<30 post implant). Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (valve under expansion) may caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Thv embolized into atrium/aorta/lungs/ventricle or from target location per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (pacing loss during valve post-dilation) may caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.